Manufacturer narrative:
Jan 15, 2010. This event concerns a device that was manufactured and used outside the untied states. Method: review of the electronic data and files rec'd. (B)(4). Review of the pt files and logfiles retrieved confirmed the reported behavior: anomalies during printing procedures were observed in the logfile ((B)(4) log) at 14:51:02, 14:55:34 and 15:13:23 (upon 3 distinct interrogation sessions). Each time, the anomaly led to an abrupt end of session. Attempts to reproduce the phenomenon were performed in our laboratory: the pt file rec'd (B)(4) was loaded into a development workstation using the appropriate settings (us smartview version 1.34 (B)(6) laserjet 1100 driver installed). Report print outs were performed using both printer drivers ((B)(6) printer and (B)(6) laserjet 1100). The following (B)(6) printers were tested: laserjet 4250, laserjet 6l, laserjet 1200. Every print out was successful, and the failure in printing the report from the pt file could not be reproduced. No evidence of any pt file issue was found, since episodes could be printed several times without any problem in the laboratory. However, the logfile shows failures in report printing both during the session and when a report file is loaded. The report file contains 16 episodes, and a complete printing of the report can take a long time. Our hypothesis is that in some specific conditions - still unk - these printouts may exceed the acceptable load for the orchestra, and lead to a print failure. These conditions could not be determined because the message recorded in the log file is a general purpose label that could be raised for many different reasons. Such printing anomalies are not likely to recur. In case of new occurrences of such failure, it would be recommended to avoid launching several actions in parallel (e.g. Aida interrogation, threshold tests, printing ¿), and wait for the end of an action before launching printouts. Splitting big reports into several smaller ones could also be helpful: reportedly, the report was successfully printed selecting 4 episodes at a time.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006. Upon scheduled follow-up on (B)(6) 2008, the 16 arrhythmia episodes stored in the ICD memories were reviewed. When printing was requested from the report screen, the programmer could not print the arrhythmia episodes. A printer error message appeared. This occurred with both an external printer and the internal thermal printer. The same phenomenon was observed when trying to print the episodes individually, and then trying to print the episodes with another programmer (in addition, a programmer software crash occurred). Finally, the local rep was able to print all the recorded episodes with the external printer - proceeding with 4 episodes at a time - from the second programmer.